Event description:
It was reported that there were high impedances after the implantable neurostimulator (ins) and lead were implanted. Impedance testing was done in the or and found that at 3.0 volts, all impedances were greater than 40,000 ohms, except 4, 5, 6, 7. The multi lead trialing cable (mltc) and ins were tested and the same results were reported. It was also reported that the reference electrode was changed and yielded the same results. It was later reported that during post-op programming the occipital lead and the top electrodes were coming through the scalp. The patient was going back to the or for a revision in a couple of hours. It was reported that a revision was performed. Impedance testing was performed in the recovery room and found that electrodes 4 and 6 had high impedances. All others were reported to be within normal limits. No further diagnostic testing was performed. It was reported that the patient was receiving effective therapy in the recovery room.

Event description:
Additional information received reported that the manufacturing representative saw the patient on the day of report and tested her I mpedances and they were fine. It was noted that her stimulation was good too.

Manufacturer narrative:
Product ID: 3778-75,serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).